Manufacturer narrative:
Evaluation summary: evaluation was performed and the reported condition was confirmed. Inspection of the pump revealed defective user interface module printer circuit board (uim pcb) caused failure code 703:00. The uim pcb was replaced. The pump was tested for proper operation and pump found to function properly. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under CAPA.

Event description:
The facility reported an infusion pump with a failure code 703. Information was not provided regarding whether or not this event occurred during patient use. According to the hospital representative there was no patient injury or medical intervention reported. No additional information or contact was provided.